Event description:
It was reported that the right ventricular (rv) pace impedance was greater than 3,000 ohms for the past six months. The shock impedance was also high, with the top value reaching 150 ohms. Sensing and capture were good and no signal noise was present. The physician planned to monitor additional measurements to ensure system integrity. The rv lead remains in service and no adverse patient effects were reported.